Event description:
Additional information was received that the patient had a full revision. Product return attempts have been unsuccessful to date

Event description:
Follow up was performed and it was indicated that the fracture was suspected due to high impedance first observed on (B)(6) 2012. Specific diagnostics were not provided. X-rays were also taken however they will not be sent to the manufacturer for review. There was also no suspected trauma or manipulation to the device reported by the patient. No other information was provided. Revision has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the patient was being referred for revision due to a possible lead fracture. No additional information is known at this time, and attempts for additional information have been unsuccessful to date. Revision is likely but has not occurred to date.

Manufacturer narrative:
.